Event description:
It was reported that the patient never had therapeutic effect. The patient experienced changes in stimulation with his implant when coughing. The patient also experienced no relief in the lower back and feet being targeted, and more stimulation around the knees. It was indicated that the patient had been programmed four times to no avail. The patient had an appointment the following day to "disconnect the wires and relocate them" but he didn"t want to be "cut into" anymore. The patient's device was noted to be off at the time. It was also stated that the patient may try a "different" back surgery soon. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n316695, implanted: (B)(6) 2012, product type accessory. (B)(4).